Event description:
Reportedly, the device showed episodes of noise sensing and pacing inhibition. In addition, the patient was complaining about discomfort. Minute ventilation has been deactivated. Analysis is requested.